Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported heart failure and death could not be determined as no patient-specific detail was provided. The reported patient effects of heart failure and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalizations were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Attachment: article titled "efficacy of native t1 mapping for patients with non-ischemic cardiomyopathy and ventricular functional mitral regurgitation undergoing transcatheter edge-to-edge repair"na

Event description:
- The article "efficacy of native t1 mapping for patients with non-ischemic cardiomyopathy and ventricular functional mitral regurgitation undergoing transcatheter edge-to-edge repair" was reviewed. The article presented a retrospective single center study, to evaluate the efficacy of left ventricular (lv) myocardial damage by native t1 mapping obtained with cardiac magnetic resonance (cmr) for patients undergoing transcatheter edge-to-edge repair (teer). Devices mentioned included mitraclip. The article concluded that *conclusion*. [The primary author and corresponding author was hidekazu tanaka, division of cardiovascular medicine, department of internal medicine, kobe university graduate school of medicine, kobe, japan, with corresponding email tanakah@med.kobe-u.ac.jp]. The time frame of the study was october 2018 and december 2022. A total of 40 patients were included in this study, of which all received an abbott device. Comorbidities included heart failure, hypertension, diabetes atrial fibrillation, chronic kidney disease, stroke, prior pacemaker, diuretics, beta blocker, mitral regurgitation. Peri and post-procedural complications included death, worsening heart failure, hospitalization.